Event description:
The customer reported that during fluoroscopy, the system made a loud pop and the live image screen went white. This resulted in a loss of the live image. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray tube was reset to "type 2". The system was then found to be operating as intended.